Event description:
It was reported to adac that during a mibi ect scan, at about the 22nd-23rd frame, detector number 2 came in contact with the patient's chest. Collision sensor was not activated, but the customer was able to stop the detector using the emergency-stop. Customer was not able to release the pt quickly. Pt was complaining of pain in the chest area. X-ray results were negative, pt was bruised but medical intervention was not necessary.